Manufacturer narrative:
The cartridge instructions for use state: replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 245 mg/dl and a bolus via the pump was delivered to address the bg. During a pump system check air bubbles were observed in the cartridge pigtail. Reportedly, the customer used humalog in the cartridge for 3 days. Tandem technical support informed the customer that humalog was labeled for 48 hour use with the cartridge. The customer acknowledged the information.